Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, a broken shell, and an opening on the radius side. A visual and microscopic analysis were performed which identified a shar opening and a fold crease. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp-patterned opening on the radius side assessed as an unidentified tear opening.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.